Event description:
Pt self-tester reports that protime microcoagulation system generated pt/inr 1.2 and clinic generated inr 2.2 on the same day. No adverse event(s) reported. Pt's therapeutic range pt/inr 2.0-2.5.

Manufacturer narrative:
This MDR submitted (B)(6) 2011 reference itc complaint #(B)(4) (cuvette lot# e1p3c219). Method: device has been requested. No product returned. Device record history for tube lot was reviewed. No ncmrs, complaint trends or related CAPA identified. Result: record eval completed. Product met all release criteria. Complaint could not be confirmed. Conclusion: no conclusion can be drawn. Itc has requested all data required for form 3500a.